Event description:
It was reported that the tubing snapped in half during use, resulting in insulin leakage and elevated blood glucose levels (375 mg/dl). The patient replaced the tubing, and the glucose level returned to normal. There were patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.